Event description:
Correction. Additional review revealed the information about the battery not working and ''crapping out'' pertains to mfg report # 3004209178-2012-00318. Any additional information will be reported in that report. Additional information. The device had been reprogrammed ''multiple'' times and further efforts would not be productive. The patient's main complaint was she only had stimulation on the left side and that stimulation did not cover enough of the right side. It was unclear why the leads were placed to the left. The patient stated the surgeon made a mistake and she was supposed to have stimulation on both sides of the rib cage. The medtronic representative, however, reported the leads were placed to the left because that was where the patient stated her primary pain was. Because the patient was getting pain relief on one side the device would not be removed. The patient's health care professional suggested the patient have another trial with a different doctor to see if that doctor could get the lead into the place the first doctor was not able to. It was also suggested the patient could go into the operating room and do a day by day trial. It was noted the device also ''shoved'' into the patient's waistline when she sat down. The problem was the device was not low enough in a position where the patient had enough fat. The reporter noted the device would have to be surgically revised to resolve the issue. No surgical revisions were going to be pursued at this time though. The patient was going to follow up with a different hcp.

Event description:
Additional information received reported that the patient's first implant was "done wrong" and the patient asked to have the system taken out. According to company records that patient did not have a revision, but it was reported that the patient had "some type of intervention".

Event description:
Additional information received reported the patient could not see the adaptivestim icon but after the patient was taught how to use the sync feature, the reported issue was resolved. It was noted the patient¿s implant from 2012 was inactive and was still inside the patient because it was too dangerous to move and take out.

Event description:
It was reported that following implant, the patient was not able to feel stim appropriately on the right side of the body. Patient stated that she was set to have lead revised but that it was postponed in order to attempt reprogramming. The patient reported feeling stimulation in the wrong location and a loss of therapeutic effect. She stated that the product worked but the physician made a mistake with the lead placement. She stated that it took three months to get used to the weird stimulation sensation and that the lead was placed to one side and not in the middle. The patient had a CT scan and it revealed that the lead was off to the left. The patient stated that her battery "crapped out" while she was in the hospital. The patient stated that the manufacturer representative was using her 8840 and the patient's battery stopped working. The patient had not been able to get the battery working since this incident at the hospital. The patient was feeling stimulation in places where she didn't want it. The patient stated that she was at the point where she just wanted to leave the battery off and forget about it. A manufacturer representative met with patient on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-30 lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead product ID 39565-30 lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead product ID 37754 lot#, serial# (B)(4), product typ recharger product ID 37744 lot# serial# (B)(4), product typ programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ extension product ID 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ extension. (B)(4).

Manufacturer narrative:
(B)(4).